Event description:
At inititation of dialysis treatment, a leak was noticed at the bloodline pump segment. A new bloodline was set up and treatment resumed with no further problems. No pt injury or medical intervention is reported. The complaint sample was discarded by the user facility. MDR is filed fro ebl of 25cc.